Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. The cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference: 9680001-2016-00084. During a pulmonary vein isolation procedure a pericardial effusion occurred. Approximately 4 hours into the procedure the patient became hypotensive and the ice catheter revealed a pericardial effusion, for which a pericardiocentesis was performed. The patient was monitored overnight and discharged the next day in stable condition. There were no performance issues with any sjm device.